Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 12 atmospheres for 2 to 5 seconds. The balloon was completely and smoothly removed by simply pulling it out of the patient body. The procedure was completed using another of the same device. There were no patient complications, and patient was stable post procedure.